Event description:
Rptr is writing to follow-up on report of may 14,1998 regarding the above product. Since the time of the initial report, facility has observed 4 additional episodes of the same product failure, consisting of either a partial or complete break in the white plastic spike. Fortunately, facility has not noted any major adverse patient outcomes to date (other than pt inconvenience and waste of medication).MFR date: nov,1997, lot #: 242018-n4, MFR date: november, 1997, lot #: 242018-n4, MFR date: dec, 1997, lot #: 000043- om (10), MFR: december, 1997, lot #: 000043-om (10). The defective devices have been returned to the distributer for evaluation.